Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that the 64 yo female patient had an initial right total knee arthroplasty on (B)(6) 2013 then approximately 9 years, 2 months, later on (B)(6) 2023 experienced a revision surgical procedure. Revision operative report on (B)(6) 2023. Right total knee revision including femoral component with conversion to a constrained condylar implant. Complete synovectomy. Indication for surgery: patient developed progressive pain and swelling related to her right knee. She was found clinically to have no clinical signs of infection she had a moderate effusion with diffuse tenderness and ligamentous laxity primarily in the lateral compartment. X-rays showed components to be well fixed and in good position. There was evidence of osteolysis under the anterior flange of the femoral component. There was evidence of severe medial wear of the polyethylene liner. Findings: intraoperative findings revealed all components to be well fixed. There was a moderate to large effusion with normal appearing, noninfected synovial fluid. There was severe polyethylene wear primarily in the medial compartment and the posterior post with pitting and delamination. There was diffuse synovial hypertrophy consistent with polyethylene wear. Upon removal of the femoral component the lateral femoral condyle had severe osteolysis without loss of the lateral epicondyle or attachment of the lateral collateral ligament. Dressings were applied along with a compressive bandage. The patient was then taken to the recovery room in satisfactory condition. There were no complications. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10. Concomitants: 2476141 02-010-01-0320 - logic femoral ps cem right sz 2. 2707902 200-02-32 - three peg patella 32mm. 2808552 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t. 2823297 204-70-00 - tibial stem ext. Screw. 2838268 204-34-02 - fluted stem extension 25l x 14 mm. Pending investigation: there is no other information available.